Event description:
It was reported in (B)(6) 2012 that the patient had a surgery in (B)(6) 2012 for a battery replace and she had "broken leads". No further information about this event was reported. Refer to manufacturer report # 3004209178-2012-10487 for more information on a related event.

Manufacturer narrative:
Product ID, 3998 lot# j0564099v, implanted: 2005 (B)(6), product type lead product ID, 37752 lot# serial# (B)(4), implanted: 2005 (B)(6), product type recharger product ID, 37742 lot# serial# (B)(4), implanted: 2005 (B)(6), product type programmer, patient product ID, 3708340 lot# serial# (B)(4), implanted: 2005 (B)(6), product type extension product ID, 3708340 lot# serial# (B)(4), implanted: 2005 (B)(6), product type extension. (B)(4).

Event description:
It was reported that the patient experienced shooting pains across her back following a fall. The patient planned to have images taken of the system to determine if the leads may have moved, however workers compensation would not authorize an x-ray. All impedance tests were normal, with the exception of electrode 13. The patient stated that this electrode was out of range before the fall. No further information was available.

Manufacturer narrative:
Lead: model 3998, lot# j0564099v, implanted: (B)(6) 2005, explanted: na. Extension: model 3708340, serial# (B)(4), implanted: (B)(6) 2005, explanted: na. Extension: model 3708340, serial# (B)(4), implanted: (B)(6) 2005, explanted: na. Recharger: model 37752, serial# (B)(4). Programmer: model 37742, serial# (B)(4).